Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. An increase in pacing thresholds were also observed, along with low r-wave measurements. No adverse patient effects were reported.

Manufacturer narrative:
A lead revision procedure was planned for a future date. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received that the lead was capped and surgically abandoned. A new lead was successfully implanted. No adverse patient effects were reported.